Manufacturer narrative:
(B)(4). The device history record for the reported lot number was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4). Device not returned.

Event description:
Halyard received a single report that referenced nineteen different incidents, which were associated with separate units, involving different patients. This is the eighth of nineteen reports. Refer to 2026095-2016-00188 for the first patient. Refer to 2026095-2016-00189 for the second patient. Refer to 2026095-2016-00190 for the third patient. Refer to 2026095-2016-00191 for the fourth patient. Refer to 2026095-2016-00192 for the fifth patient. Refer to 2026095-2016-00193 for the sixth patient. Refer to 2026095-2016-00194 for the seventh patient. Refer to 2026095-2016-00196 for the ninth patient. Refer to 2026095-2016-00197 for the tenth patient. Refer to 2026095-2016-00198 for the eleventh patient. Refer to 2026095-2016-00199 for the twelfth patient. Refer to 2026095-2016-00200 for the thirteenth patient. Refer to 2026095-2016-00201 for the fourteenth patient. Refer to 2026095-2016-00202 for the fifteenth patient. Refer to 2026095-2016-00203 for the sixteenth patient. Refer to 2026095-2016-00204 for the seventeenth patient. Refer to 2026095-2016-00205 for the eighteenth patient. Refer to 2026095-2016-00206 for the nineteenth patient. Fill volume: 150 ml, flow rate: 10 ml/hr, cathplace: not applicable. It was reported that there was an incident of fast flow associated with the use of the device. No further information was provided.

Manufacturer narrative:
Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as (B)(4).

Event description:
Additional information reported on 17nov2016 stated that a total of only 2 devices for lot # 0202090878 were impacted. Refer to MDR # 2026095-2016-00188 for device #1, lot # 0202090878. Refer to MDR # 2026095-2016-00189 for device #2, lot # 0202090878.